Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Followed-up with the customer and was told that the hard drive (hdd) was ordered and received but they have not been replaced yet. They also indicated that to their knowledge the unit has not been restarted quarterly as recommended as part of preventative maintenance. They stated that they would inform the biomeds of their recommendation and that it will be added to their schedule.